Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was charged to 100%; however, the battery gauge displayed 55% in the morning. During the time of the call, it was reported that the battery gauge displayed 45%. The customer's blood glucose level was 244 mg/dl, which was addressed with a correction bolus. Review of pump history with tandem technical support showed that the battery charge end entry showed that pump was at 70% when the customer removed it from the power supply, and not 100%. Tandem technical support informed the customer that the pump battery depletes at approximately 25% per day. Customer acknowledged the information and understood that the pump battery was depleting as expected.